Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined. It was reported, an alternate battery charger was used. Labeling indicates: use only dexcom-supplied parts (including cables and chargers).